Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing tinnitus, headaches, nausea and dizziness with and without device use. Device testing was within normal limits. Programming adjustments have been made, however the issue did not resolve. The recipient has been prescribed gabapentin.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues are not believed to be device related. Programming adjustments were made and improvement was noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.